Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the "nature of incident" field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and other manufacturer leads (one of which was recently implanted last year) had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance greater than 2000 ohms. There were also observations of the minute ventilation (mv) sensor oversensing the high impedances and switching vectors as appropriate per the signal artifact monitoring feature. The patient was seen in the clinic recently due to a fluttering sensation which was determined to be caused by the pacing, where they also observed another lead safety switch due to another spike in pacing impedances. To help mitigate the high impedance and mv oversensing the clinic programmed the pacemaker to unipolar pace bipolar sense configuration and turned off the mv feature, as their underlying rhythm was good. The plan was to continue to monitor the patient remotely. The system remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer leads (one of which was recently implanted last year) had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance greater than 2000 ohms. There were also observations of the minute ventilation (mv) sensor oversensing the high impedances and switching vectors as appropriate per the signal artifact monitoring feature. The patient was seen in the clinic recently due to a fluttering sensation which was determined to be caused by the pacing, where they also observed another lead safety switch due to another spike in pacing impedances. To help mitigate the high impedance and mv oversensing the clinic programmed the pacemaker to unipolar pace bipolar sense configuration and turned off the mv feature, as their underlying rhythm was good. The plan was to continue to monitor the patient remotely. The system remains in-service. No additional adverse patient effects were reported. The pacemaker was explanted multiple years after this event without any further allegations being made in relating to this event, and it was subsequently returned back from the field to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and other manufacturer leads (one of which was recently implanted last year) had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance greater than 2000 ohms. There were also observations of the minute ventilation (mv) sensor oversensing the high impedances and switching vectors as appropriate per the signal artifact monitoring feature. The patient was seen in the clinic recently due to a fluttering sensation which was determined to be caused by the pacing, where they also observed another lead safety switch due to another spike in pacing impedances. To help mitigate the high impedance and mv oversensing the clinic programmed the pacemaker to unipolar pace bipolar sense configuration and turned off the mv feature, as their underlying rhythm was good. The plan was to continue to monitor the patient remotely. The system remains in-service. No additional adverse patient effects were reported.